Event description:
It was reported that the surgeon failed to seat the liner to the shell. He then tried another liner but he had trouble. Finally he cut away the polar boss of the liner to complete the insertion.

Manufacturer narrative:
Eval: the liner was returned and was visually examined. The polar boss of the liner was noted to have been damaged. The damage was off center from the polar boss indicating what appears that the liner was not square with the shell. The rim of the liner was also noted to have been damaged on the 2 of the 6 tabs that were not etched. The damage to the tabs indicates what appears to be that the liner had been stuck at these marks look as if they were from prying the liner free. The device history records were reviewed and found to be conforming to mfg, inspection, and packaging specifications.